Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device can¿t expose. Review of the system log files showed the detector power self-test failed and the detector is defective. Fse replaced the detector and performed calibration. After the replacement of detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system could not expose. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.